Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would become hot while charging. Customer reported an elevated blood glucose (bg) level of 300 (mg/dl). The pump cartridge was changed and a correction bolus administered to treat bg levels. Customer indicated a non-tandem pump would be used for back up therapy.